Event description:
Complainant alleged that the physician was treating a pt (age, gender & condition unknown), but the device gave a "no shock advised" message for a shockable pt heart rhythm. There was no indication of any adverse effect on the pt as a result of the reported malfunction. Zoll is continuing to attempt to obtain add'l event and pt info regarding this event from the complainant.